Manufacturer narrative:
Evaluation summary: device was received (B)(4) 2012 for evaluation. Device was subjected to visual inspection and electrical testing. Device housing was opened and interior was clean with no defects visible under magnification. Thorough electrical testing and investigation revealed the following: the reported problem was that there was no nerve response to stimulation but stimulation was indicated by flashing yellow light. However, the surgeon and anesthesiologist determined that paralytic anesthetic was used, which is contraindicated for the checkpoint since it diminishes nerve response to stimulation. The testing of the returned product provided no evidence to support a device malfunction. Specifically: the stimulator was fully functional and operating within specifications. The stimulator was likely working correctly during the surgery and the lack of physiological response is likely due to physiological/anesthetic issues. Conclusions: based on device testing, there appears to be no device malfunction.

Event description:
Retrospective review of past complaints led to re-categorization of this event for reporting. No patient injury occurred nor did the device malfunction, however, the device was used in a contraindicated condition (use of paralytic anesthetic). Paralytic anesthetics are contraindicated as they diminish nerve response to stimulation. Recurrence of this use could result in injury from decisions made based on false information about nerve excitability. A surgeon used the checkpoint device to check location of the ulnar nerve. During the case after exposing the nerve, the surgeon tried to stimulate starting on a setting of .5ma and titrating up to 200ms. With no response he changed the setting to 2ma and titrated up again with no response. The led light indicator appeared to be flashing yellow as though it was delivering a stimulus. He then tried again at 20ma with titration with again no response. The patient originally had a tourniquet placed but it was "taken down" for about 12 minutes before trying the checkpoint device. The surgeon then asked the anesthesiologist if a paralytic anesthetic was given. The response was yes. The anesthesiologist then checked the patient and said he should be about 50% relieved of the paralyzation. The surgeon tried again and still no response. The surgeon decided not to use the checkpoint at that point and moved on to complete the case. He suggested that the device be returned for testing.